Event description:
During a follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.